Event description:
Customer reports a fiber leak at reuse number 21 at the onset of treatment. This leak was noted by an audible blood leak alarm and confirmed with hemastix. Estimated blood loss was 350cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.